Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that a seroma suddenly formed around the pump. The healthcare provider (hcp) opened the pump pocket and found a very large amount of fluid. The hcp felt the fluid was tracking around the spinal pocket. The fluid and tissue surrounding the pocket was tested and the white blood cell count was elevated. The hcp was concerned about infection decided to remove the system. There was a suspected pump flip, but it was not confirmed. The pump was used to deliver lioresal. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.